Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2011 due to patient allegations of pain and loosening of the acetabular cup. Legal counsel for patient alleged that a second revision procedure was performed on (B)(6) 2012 due to patient allegations of bone/tissue death, lesions, scar tissue, metal poisoning and elevated metal ion levels. A review of invoice history confirmed all surgery dates and indicates the modular heads, taper adapters and acetabular cups were removed and replaced during both revision procedures. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2014-05150/05152).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2011 due to patient allegations of pain and loosening of the acetabular cup. Legal counsel for patient alleged that a second revision procedure was performed on (B)(6) 2012 due to patient allegations of bone/tissue death, lesions, scar tissue, metal poisoning and elevated metal ion levels. A review of invoice history confirmed all surgery dates and indicates the modular heads, taper adapters and acetabular cups were removed and replaced during both revision procedures. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a left revision on (B)(6) 2011 due to a loose acetabular cup. Revision operative report noted the lack of bony ingrowth on the cup. The stem was well fixed. The modular head, taper adapter and acetabular cup were removed and replaced. Patient underwent an additional revision procedure on (B)(6) 2012 due to pain and elevated metal ion levels. Revision operative report noted the presence of soft tissue debris and the stem was well fixed. The modular head, taper adapter and acetabular cup were removed and replaced.